Event description:
It was reported that the connection between the programmer rf head to the programmer only allows intermittent communication. A piece of paper wedged underneath the connector solves the connection issue. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Intermittent communication between the programmer and programmer rf head was observed. The pcb (printed circuit board) was found to be loose. Also, the programmer would not download software. The disk drive was found to be out of specification.